Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that after balancing, the device passed all electronic, noise, linearity/hysteresis, and signal drift tests. The catheter material was mashes 18 cm from the connector; however, this does not appear to have affected the functionality of the device. Based on their evaluation, the supplier was unable to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: unknown device code, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported by the ous sales associate that during use, the codman microsensor, used with a powerlab system, had dampened tracings and there was no visible waves. A second powerlab system was tried with the codman microsensor; however, that too had the same issue. There is no report of injury to the patient nor additional intervention.